Event description:
Synovitis [synovitis]. Knee effusion (both knees) [joint effusion]. Case description: spontaneous report was received on (B)(6) 2013 from a physician database extraction regarding a female pt (age not provided), initials unk, with osteoarthritis (grade 4). (B)(4). The pt's medical history was significant for one course of previous medical device implantation with synvisc ((B)(6) at the time of first course). On (B)(6) 2001, the pt received the third intra-articular injection of synvisc (hylan g-f 20) (dosage regimen not provided) of second course in both knees. The lot number for synvisc was not provided. On (B)(6) 2001, the pt experienced synovitis in both knees. On an unspecified date in 2001, the pt experienced knee effusion (both knees). The pt had 76 cc of clear yellow joint fluid aspirated from her right knee and 45 cc of clear yellow joint fluid from the left knee. The pt further received treatment with intraarticular celestone (betamethasone) and xylocaine (lidocaine). On (B)(6) 2001, (B)(6) days after the third injection, the pt recovered from the event of synovitis. The outcome for the event of knee effusion (both knees) was not provided. Concomitant medications were not provided. The intensity for the event of synovitis was mild and the intensity for the event of knee effusion (both knees) was moderate. The reporting physician assessed the relationship between synvisc and the event of synovitis as definitely related and did not provide the causal relationship of synvisc with the event of knee effusion (both knees). F/u info was received on (B)(6) 2013 and the pt initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: (B)(4). The benefit risk profile of the product is not altered by this report.